Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the right siderail cable is cut causing intermittent functions. He also indicated there are bare wires and the patient alleged they are feeling low shocks whenever they touched metal. Patient was not injured.